Event description:
It was reported that the patient was not getting adequate therapy after the implant procedure on (B)(6) 2019. Post operative programming did not achieve adequate therapy. Surgery occurred on (B)(6) 2019 and the lead was repositioned. The lead was not able to be placed up to desired location of c2 due to scar tissue obstruction. It now covers c3-4. Upon programming post operatively, most of the pain areas were covered with stimulation.